Manufacturer narrative:
The initial MDR 2517506-2017-00333 was filed on march 30, 2017. Additional information (04/06/2017): a siemens' headquarters support center (hsc) specialist reviewed the data provided. After washing the drains and replacing reagent arm 2 and the sample probe, no further issues were found. Hsc did not find any further issues. The cause of the discordant, falsely elevated enzymatic creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. A review of the customer's quality control (qc) showed that it was in at the time of the event. The customer replaced the well. The customer cleaned all drains and replaced reagent arm 2 and sample probes. Siemens is investigating the event.

Event description:
Discordant, falsely elevated enzymatic creatinine results were obtained on three patient samples on a dimension exl 200 instrument. The initial results were not released to the physician(s). The customer repeated the same samples on the same dimension exl 200 instrument twice, both resulting lower. The customer reported out the repeat results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated enzymatic creatinine results.